Event description:
It was reported that the patient has not had significant improvement with the vns and has had problems with left vocal cord. Information was received that per the physician, the believed relationship between the vocal cord problems and the vns is "due to the placement of the device". No surgical intervention has been reported to date. No additional relevant information has been received to date.